Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The field service engineer (fse) found evaporative vapor barrier (evb) in drawer, around the drip pan, and on the floor beneath the drawer of the alinity m system. The fse observed the evb spill and noticed that it was coming from the bottom of the evb cradle. The fse replaced the evb cradle and evb reservoir. The leak repeated on (B)(6) 2023, and the fse found a loose connection on the evb reservoir going into the pump. The fse tightened the connection. During follow up, the fse clarified that the leak from the system solutions drawer reached the floor and was leaking outside of the instrument's footprint. This is an internal research instrument at abbott. There was no report of injury related to the leak, and it was identified by the fse who was working on the instrument at the time. Leak was handled with the appropriate personal protective equipment (ppe).

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).